Manufacturer narrative:
Concomitant product: product ID 37761, serial # (B)(4), product type recharger. (B)(4).

Event description:
The consumer reported the connector broke off the ac adaptor. It was unknown when the connector pin broke. It was noted the battery was dead and that they need to recharge it to put into MRI mode, but could not because the connector pin was broken. No patient symptoms were reported. The patient's relevant medical history includes non-malignant pain.